Event description:
It was reported that in (B)(6) 2007, the patient¿s wires came out of their implantable neurostimulator (ins). The patient¿s implant was a ¿garbage job¿ and did nothing for them. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).